Manufacturer narrative:
(B)(4). Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the disposable set was not received for evaluation. The manufacturing and testing records were reviewed with no issues noted. Three bags from the retention samples of this lot were visually examined. The solution in the bags was measured and the composition of the solution was quantitatively tested. No anomalies were noted in the appearance and all specifications were met. Root cause: a definitive root cause for this failure could not be determined. The following possible root causes are:-characteristics of blood e.g. Red blood cell fragility-bacterial contamination-excessively cooling-filter clogging

Event description:
The customer reported that they had a unit of plasma derived from whole blood with a red tinge, they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is not available for evaluation because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.